Manufacturer narrative:
(B)(4). Batch # t5aw3e. Additional information was requested, and no further information available. Device analysis: the analysis results found that the cdh29p device arrived with weld separations at rotation knob. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, noted the anvil gap was >0". There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any staple formation issues identified (malformed staples, incomplete staple line, etc)? How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the stapling was incomplete. The suture was performed manually. Delay of the procedure. Patient consequence was not reported.